Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 44-year-old female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/movement of inner coil on right side, unable to visualize left side') in a 44-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, device dislocation, uterine bleeding, asthma, cerebral lupus, bleeding genital, gravida ii and parity 2. Previously administered products included for an unreported indication: famotidine and iuprofen. In 2010, the patient had essure inserted. In (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy noted in date of insertion: essure placement in 2007. Discrepancy noted in date of removal (B)(6) 2019 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2019: -movement of inner coil on right side, unable to visualize left side.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: event 'medical device removal' was updated by 'malposition of essure device/movement of inner coil on right side, unable to visualize left side.'. Medical history, lab data, patient's aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/movement of inner coil on right side, unable to visualize left side') in a 44-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, device dislocation, uterine bleeding, asthma, cerebral lupus, bleeding genital, gravida ii and parity 2. Previously administered products included for an unreported indication: famotidine and ibuprofen. In 2010, the patient had essure inserted. In (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy noted in date of insertion: essure placement in 2007. Discrepancy noted in date of removal (B)(6) 2019 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2019: -movement of inner coil on right side, unable to visualize left side. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.